Event description:
The facility's purchasing department reported an infusion pump with a 703 failure code. The purchasing dept stated that there has been no report of any pt incident involving this pump since the last baxter service event. Info was requested by baxter regarding biomed testing, but no additional info was available.